Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 12. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.